Event description:
A report was received that the patient was hospitalized for 17 months due to the following symptoms: severe itching, eye surgery, pain in bones and joints, headaches, numbing pain in the back of the neck, severe jerking and shaking, loss of memory and the inability to think straight. The patient was explanted and the symptoms resolved with the exception of some residual effects. No additional information is available.